Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 4 weeks after the dental implant was placed in the mouth, it had not yet achieved integration in type iii bone. Clinician reports the implant became surrounded with a fibrous capsule. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 4 weeks after the dental implant was placed in the mouth, it had not yet achieved integration in type iii bone. Clinician reports the implant became surrounded with a fibrous capsule. The product will be forwarded to the manufacturer for investigation. There were no reported complications.